Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. There was blood on the distal conductor of the lead and it was not obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, visual summary analysis of the lead indicated damage at implant. The analyst commented the lead was returned with the helix bent and the stylet stuck in the distal conductor. The stylet likely became stuck after the blood that entered the lumen during the attempted implant dried. The stylet could not be removed without damaging the lead.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead in the rv apex and physician tried to extract the helix electrode. The lead was not fixated and helix electrode extension could not be identified via fluoroscopy. The physician unsuccessfully tried to fixate the lead multiple times. Finally, physician removed the lead from the patient and tried to extract the helix on the surgical table. The helix did not extend out of the lead body. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.